Event description:
On (B)(6) 2026, a patient was prepped for a hemodialysis procedure using the hemostar. Prior to the procedure, it was observed that the outer packaging has scratches and tear prior to opening. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a hemodialysis procedure using the hemostar. Prior to the procedure, it was observed that the outer packaging has scratches and tear prior to opening. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. Both the photos show a sealed product tray in which kit component was present and product label was attached with the tray. The scratches and tear were not observed on the provided photos as the photos was unclear. Therefore, the investigation is inconclusive for the reported the outer packaging has scratches and tears issue as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.